Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced low flow alarms at home on (B)(6) 2025. The patient was found unresponsive by their spouse and emergency medical services (ems) were called. The patient's flow was noted to be 0.3-0.4 and patient was unresponsive. Ventricular assist device coordinator instructed ems to start CPR. Patient was seen in the emergency department by heart failure cardiologist and had been down for over 15-20 minutes. Decision was made to stop resuscitation and patient expired. Cause of death was "unknown" but suspected to be possibly due to pulseless electrical activity (pea) arrest. Log files were submitted for review and captured multiple pulsatility index events on (B)(6) 2025 from 12:39 to 19:22. The event log started capturing low flow hazard events with flow readings as low as 0.1lpm on (B)(6) 2025 from 20:03 to 21:08 when the driveline was disconnected. These flow readings do not appear to be the result of any external equipment malfunction. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log. Also, of note the pump was able to maintain the programmed set speed until the pump was disconnected from the system controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. Additionally, review of the log files confirmed the reported low flow event. According to the account, this event occurred in the setting of cardiac arrest. It was noted that the device will not be returned for evaluation. The system controller event log file contained relevant events from (B)(6) 2025, per the timestamps. A low flow hazard alarm associated with estimated flow decreasing to as low as 0.1 lpm was captured. Approximately 1 hour after the start of this alarm, external power was removed from the controller and the driveline was disconnected, consistent with the discontinuation of device support. No other notable events or alarms were captured. The pump operated at the set speed for the entirety of the file while the driveline was connected. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D, and the heartmate 3 lvas patient handbook, document rev. A, are currently available. Chapter 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas. This chapter also addresses all pump parameters, including pump flow. Chapter 4 of the IFU describes pump flow and hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Chapter 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, including the low flow hazard, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the cause of death was determined to have been cardiac arrest. The death was not considered to have been device related and the device operated as expected.